Manufacturer narrative:
As reported, optifix device misfired and then deployed broken fasteners. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note, the date of event is considered to be a best estimate as 20-dec-2023 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a laparoscopic ventral hernia repair procedure the optifix device was misfiring and deploying broken fasteners. It was reported that the pieces of fastener were removed from patient and the case was completed using another device. There was no patient harm or injury.